Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb torn. Block h11: an advanix biliary stent with naviflex delivery system was returned for analysis. Visual examination of the returned device found the stent barb was torn, the push catheter was kinked, and no guidewire port was noted during inspection. No other damages were noted to the stent and the delivery system. The reported event of guidewire stuck was not confirmed. Based on the available information, the investigation concluded that the observed damages of stent barb torn, and push catheter kinked were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician could have resulted in the damages noted in the device. Furthermore, the reported event of guidewire stuck was not confirmed as the guidewire port was not observed in the device and can likely be attributed to the manufacturing process. For the reported event of guidewire port wasn't observed on the device, boston scientific initiated a non-conforming events prevention (ncep) investigation to further evaluate these advanix-naviflex product family guide events. The investigation is ongoing to determine the cause of these events, and any information gained through these investigation efforts will be utilized to implement appropriate action(s), as necessary. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was to be implanted in the common bile duct to treat a stenosis during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, it was impossible to pass the guidewire through the normal orifice in the stent because there was no opening at all. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this complaint has been deemed an MDR reportable event based on the investigation result which revealed that one of the stents barbs was torn. Please see block h11 for the full investigation details.

Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb torn. Block h11: an advanix biliary stent was returned for analysis. Visual examination of the returned device found the stent barb was torn, the push catheter was kinked, and no guidewire port was noted during inspection. No other damages were noted to the stent and the delivery system. The reported event of guidewire stuck was not confirmed. Based on the available information, the investigation concluded that the observed damages of stent barb torn, and push catheter kinked were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician could have resulted in the damages noted in the device. Furthermore, the reported event of guidewire stuck was not confirmed as the guidewire port was not observed in the device and can likely be attributed to the manufacturing process. For the reported event of guidewire port wasn't observed on the device, boston scientific initiated a non-conforming events prevention (ncep) investigation to further evaluate these advanix-naviflex product family guide events. The investigation is ongoing to determine the cause of these events, and any information gained through these investigation efforts will be utilized to implement appropriate action(s), as necessary.

Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was to be implanted in the common bile duct to treat a stenosis during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2024. During the procedure, it was impossible to pass the guidewire through the normal orifice in the stent because there was no opening at all. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: this complaint has been deemed an MDR reportable event based on the investigation result which revealed that one of the stents barbs was torn. Please see block h11 for the full investigation details.